Event description:
It was reported by service report that the foot left end of the bed lost brake and steer functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). Caster stem broken.